Event description:
It was reported that pump displayed malfunction alarm with code that did not follow any notable prior event. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical staff, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.